Manufacturer narrative:
Device received with missing segments due to cracked lcd zebra connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s current blood glucose level was around 206 mg/dl. The customer stated that the insulin pump was damaged and much pressure was too much pressure against the screen partial display. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.